Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report# 1627487-2018-07876. Reference MFR. Report# 1627487-2018-07877. Reference MFR. Report# 1627487-2018-07878. It was reported the patient experienced high impedances on one of the thoracic leads. As a result the patient underwent surgical intervention (B)(6) 2018 wherein two of the thoracic leads were explanted and replaced with two new leads. It is unknown which lead was related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 4: reference MFR. Report# 1627487-2018-07876 ; reference MFR. Report# 1627487-2018-07877 ; reference MFR. Report# 1627487-2018-07878. Additional information received identified the patient received effective stimulation post operatively.